Manufacturer narrative:
Product complaint # (B)(4). Updated device status in complaint to device availability unknown.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon: dr (B)(6). Procedure: extension of fusion for adjacent segment disease. During use on patient; during final tightening of the construct both the loan x25 verse inserter tightener 299704230, from the second surgeon set were noticed to be burred and would not torque off the set screws. We utilized the x25 from the consigned verse set to finish the operation. No ae to patient and no delay to surgery. Action taken to manage problem: x25 verse inserter tightener used from consigned verse set. Photos of burred drivers available if required.

Manufacturer narrative:
Product complaint # (B)(4) device was not returned for evaluation. A review of the device history record could not be performed as the lot number was not provided. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.